Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found high resistance across the battery.

Manufacturer narrative:
On the previous report the dates were inadvertently entered incorrectly. The event date should have been: (B)(6) 2017. The date should have been (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl at a concentration of 3000 mcg/ml with a daily dose of 1154.5 mcg/day via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported that ¿for 3 weeks¿ the patient and their husband heard a critical pump alarm every ten minutes. It was stated that the patient and husband were upset and unhappy due to the hearing the critical alarm every ten minutes and desired that it be silenced. Telemetry performed on (B)(6) 2016 confirmed that a low battery reset and safe state occurred on (B)(6) 2016 at 9:03 pm. The patient experienced symptoms of ¿feeling rotten¿ the past three weeks, around christmas time. The pump had been refilled earlier that day on (B)(6) 2016 at 10:00 am. A pump replacement procedure occurred on (B)(6) 2017 and the device was returned to the manufacturer. There was no resolution to the event at the time of this report.